Event description:
The device was applied during a lobectomy procedure. The instrument misfired. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.